Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2000. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia and bladder spasms. (B)(4).

Manufacturer narrative:
It was reported that following insertion patient experienced urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced nocturia, urinary frequency, and urinary urgency.

Event description:
It was reported that following insertion the patient experienced nocturia, urinary frequency, and urinary urgency.